Manufacturer narrative:
The customer had fluctuating qc from (B)(6) 2022 until (B)(6) 2022, but qc was within specification before the alleged patient results were performed on the date of the event. The customer's calibration was ok. There was no indication of a reagent issue. The field service representative found a bent sample probe that had collided with the drying hole. He checked the syringes, replaced the sample probe, performed adjustments, and ran performance tests with results being within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ua2 uric acid ver.2 results for 9 patient samples on a cobas c 501 module. Patient a: the initial result was 569 mol/l and the repeated result was 406 mol/l. Patient b: the initial result was 537 mol/l and the repeated result was 380 mol/l. Patient c: the initial result was 551 mol/l and the repeated result was 403 mol/l. Patient d: the initial result was 469 mol/l and the repeated result was 337 mol/l. Patient e: the initial result was 433 mol/l and the repeated result was 314 mol/l. Patient f the initial result was 481 mol/l and the repeated result was 344 mol/l. Patient g: the initial result was 465 mol/l and the repeated result was 334 mol/l. Patient h: the initial result was 512 mol/l and the repeated result was 369 mol/l. Patient I: the initial result was 515 mol/l and the repeated result was 377 mol/l. The results were reported outside of the laboratory. The repeated results were performed on a another c501 module and were believed to be correct. The reagent lot number is 589649 with an expiration date of 31-oct-2022.